Event description:
A patient reported experiencing inaccurate erratic results with an ot ii meter. The patient's blood glucose results were 256 mg/dl, 181 mg/dl, 149 mg/dl, 270 mg/dl, 147 mg/dl. Tests were done < 10 minutes apart with a difference of 26%. Patient did not experience any adverse events. No further information has been reported.